Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The problem mentioned by the customer could not be reproduced.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device was frequently displaying e4 (occlusion error). She changed the adapter and infusion set and did not receive any additional e4 messages. However, the patient still thought that the device was not delivering enough insulin. The patient's nurse stated that the device needed to be replaced.